Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a trochanteric fracture procedure the surgeon attached the pfna blade to the inserter. The blade lock at the inserter - blade juncture was tight and would not release. Subsequently, the surgeon was able to release the blade from the inserter and replace it with a new blade and complete the procedure.

Manufacturer narrative:
Device used for treatment and not diagnosis. A function test was performed and the device was functional as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence. We can only assume that a possible wrong rotation could lead to such problems like described in this complaint. Inside of the blade is a left thread. No product fault could be detected.

Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Synthes device history records indicated that the manufacturing records were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.